Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was not working after the update. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bio-ID) feature was not working after an update. The technical support specialist (tss) identified failure was as a result of incomplete package deployment. The drivers were manually reinstalled by following the documented procedure, and the affected devices were rebooted. The deployment to update the bio-ID firmware was completed. This action successfully restored scanner functionality. The system functioned as intended after the technical support specialist troubleshot the device.